Manufacturer narrative:
No customer returns were available. Trending review determined no adverse trend for the issue for the product. Historical complaint review determined there is normal complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Worldwide data from abbottlink was reviewed and determined that patient median result for the lot is comparable with other lots in the field and within established baselines confirming no systemic issue for the lot. Sid (B)(6) returned a nonreactive hbsag qual ii result following treatment with scantibodies heterophilic blocking tube. Per product labeling, heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous results may be observed. Additional information may be required for diagnosis. Based on the investigation, no systemic issue or deficiency for lot number 33325fn00 was identified.

Event description:
The customer stated that falsely reactive architect hbsag qualitative ii results were generated for two patients. Sample ID (B)(6): tested (B)(6) 2021. Hbsag qualitative ii 0.93 and 1.16 s/co (repeat reactive). Tested (B)(6) 2021. Hbsagq2 c2 c1 1.17. Hbsagq2 c2 c2 4.32. Neutralization 77.7 % (confirmed positive). Sample ID (B)(6): tested (B)(6) 2021. Hbsag qualitative ii 1.22 and 1.16 s/co (repeat reactive). Tested (B)(6) 2021. Hbsagq2 c2 c1 0.29. Hbsagq2 c2 c2 1.02. Neutralization 91.4% (confirmed positive). The same samples were tested using the vidas (biomerieux) method and both samples were nonreactive. No adverse impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that (B)(6) architect hbsag qualitative ii results were generated for two patients. (B)(6): tested (B)(6) 2021. Hbsag qualitative ii (B)(6). Tested (B)(6) 2021. Hbsagq2 c2 c1 (B)(6). Hbsagq2 c2 c2 (B)(6). Neutralization (B)(6) (confirmed (B)(6)). (B)(6). Tested (B)(6) 2021. Hbsag qualitative ii (B)(6). Tested (B)(6) 2021. Hbsagq2 c2 c1 (B)(6). Hbsagq2 c2 c2 (B)(6). Neutralization (B)(6) (confirmed (B)(6)). The same samples were tested using the vidas (biomerieux) method and both samples were (B)(6). No adverse impact to patient management was reported.